Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter stated that the pump rebooted without user intervention. Moisture was allegedly visible in the battery compartment. The battery compartment was reportedly cracked, and the yellow o-ring of the battery cap was visible while attached to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/22/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/16/2014 with the following findings:during a visual inspection of the pump, the battery compartment was confirmed to be cracked. Corrosion due to moisture was also observed in the battery compartment. A leak test was performed and confirmed a battery compartment leak. During testing, the pump failed to power on. The pump case was removed and further damage due to moisture was found.